Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 5 month follow-up CT showed the presence of a potential type ia and/or type ii endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.